Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11204. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was deep seated in the laa. A 27 mm watchman ® laa closure device & delivery system (wds) was then advance. The closure device was deployed but release criteria was not met. There was difficulty recapturing the closure device and once the closure device was removed they found that the patient developed a pericardial effusion. A pericardiocentesis was performed and they drained 1.5 liters of blood from the pericardial space. The procedure was aborted and everything was removed from the patient. Two days later the patient was discharged and is doing well.